Event description:
It was reported that the pump was unable to detect the cartridge. The customer reloaded the cartridge to resolve the issue. There was no reported adverse impact to the customer's blood glucose level.